Manufacturer narrative:
The complaint notification associated with this device described that one screw in the knee joint came out of its housing. The user did not fall, no serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this specific device was conducted at manufacturer's after sales service center on may 31st, 2017. After evaluation we can confirm that one bolt in the upper posterior section of the knee joint was lost. Due to further usage of the device the front frame, upper part of the knee joint and bushings are damaged. An exact reason for the loosening of the bolt could not be determined. No injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that one screw came out of the housing. The patient did not fall, no serious injury occurred due to this failure.